Event description:
We received an allegation about discrepant results for 1 patient sample tested with urea/bun assay on a cobas 8000 c702 module. Initial result: 9.41 mmol/l and accompanied by an "error code" and an abnormal calibration result, prompting the repeat of the sample. 1st repeat result: 2.21 mmol/l. On (B)(6) 2026: 2nd repeat result: 2.29 mmol/l (tested on a different module). 3rd repeat result: 10.5 mmol/l. 4th repeat result: 9.97 mmol/l. 5th repeat result: 10.06 mmol/l. Reportedly, an amended report with the 5th repeat result of 10.06 mmol/l was reported to the physician.

Manufacturer narrative:
The urea/bun reagent expiration date was not provided. The cobas 8000 c702 module serial number was (B)(6). The qc provided from (B)(6) 2026 was unstable, with several data points falling outside the range. The investigation is ongoing.